Event description:
It was reported by the patient that the implantable cardiac monitor was "vibrating." The vibration was felt four times during one day and had also been felt occasionally before. The patient was seen in the clinic, but the cause of the vibrating was not determined. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).